Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal was not drawing up medication. The following information was provided by the initial reporter: material no: 328512; batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. Syringes are not drawing, one day, her numbers were in the 300 range. Relion consumer stated, syringes are not drawing the insulin. 4 syringes affected. Stated, one day, her numbers were in the 300 range and that has never happened before.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (5) loose 31gx8mm, 0.3ml insulin syringes. Consumer stated syringes are not drawing the insulin, her numbers were in the 300 range, and she was almost sent to the hospital. All 5 returned samples were examined, then tested for flow: all 5 syringes were able to draw and expel properly. No defects that could lead to improper delivery of medication were observed on the returned syringes, therefore, the alleged issue could not be confirmed. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal was not drawing up medication. The following information was provided by the initial reporter: material no: 328512 batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. Syringes are not drawing,, one day, her numbers were in the 300 range.   Verbatim: from phone call on 2021-03-29 15:48:50: relion consumer stated, syringes are not drawing the insulin. 4 syringes affected. Stated, one day, her numbers were in the 300 range and that has never happened before. Stated, she purchased 5 boxes but only used 1 box. Stated, she will not be using the remaining boxes and she switched to another brand. Declined replacement or refund. 2/26/21:consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal was not drawing up medication. The following information was provided by the initial reporter: material no: 328512 batch no: unknown it was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. Syringes are not drawing,, one day, her numbers were in the 300 range.   Verbatim: from phone call on 2021-03-29 15:48:50: relion consumer stated, syringes are not drawing the insulin. 4 syringes affected. Stated, one day, her numbers were in the 300 range and that has never happened before. Stated, she purchased 5 boxes but only used 1 box. Stated, she will not be using the remaining boxes and she switched to another brand. Declined replacement or refund. 2/26/21:consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. G.4. Date received by manufacturer: 2021-03-29.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal was not drawing up medication. The following information was provided by the initial reporter: material no: 328512 batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. Syringes are not drawing,, one day, her numbers were in the 300 range.   Verbatim: relion consumer stated, syringes are not drawing the insulin. 4 syringes affected. Stated, one day, her numbers were in the 300 range and that has never happened before. Stated, she purchased 5 boxes but only used 1 box. Stated, she will not be using the remaining boxes and she switched to another brand. Declined replacement or refund.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal was not drawing up medication. The following information was provided by the initial reporter: material no: 328512, batch no: unknown. It was reported that consumer left a voicemail stating she had a problem with a syringe that almost sent her to the hospital. Syringes are not drawing, one day, her numbers were in the 300 range.   Verbatim: relion consumer stated, syringes are not drawing the insulin. 4 syringes affected. Stated, one day, her numbers were in the 300 range and that has never happened before. Stated, she purchased 5 boxes but only used 1 box. Stated, she will not be using the remaining boxes and she switched to another brand. Declined replacement or refund.